Manufacturer narrative:
The customer reported that their vision system had an intermittent vacuum issue. The reported event was not confirmed. However, as a preventive measure, the ar replaced the fluidics mechanism to resolve the issue. Based on the results of this investigation, the root cause of the reported event cannot be determined conclusively. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system had intermittent vacuum during a surgical procedure. Additional information has been requested.